Manufacturer narrative:
Conclusions: damaged release button. Evaluation summary: the analysis results found that one device returned with no visual non-conformances and with no cartridge present. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. However, the device was disassembled to verify the condition of the internal components and the release button was noted to be slightly damaged, it is possible that there was some interference between the release button and the firing mechanism, causing the release button to become damaged. It should be noted that during the analysis, no unusual noise was heard. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a roux-en-y procedure on the fourth firing, the device locked out, replaced the cartridge and a unusual noise was heard. Another device was used and an unusual noise was heard again. The case was completed without any consequence to the pt.